Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the high voltage cable. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had intermittent video loss. No pt injury was reported.